Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 19.6 mmol/l. Technical support assisted customer with resetting the pump and the issue was resolved. Customer continued to use pump for insulin therapy.